Event description:
Medtronic (covidien) received information through the literature review that these adverse events occured: (1) in one case of jugulotympanic paraganglioma (jtp) with an intradural posterior fossa extension, passage of onyx into the posterior fossa compartment led to bradycardia and transient asystole, treated with intravenous atropine. (2) one patient with secretant vagal paraganglioma (vp), at the very beginning of onyx injection, a hypertensive peak of 200 mmhg was efficiently treated with intravenous nicardipine. (3) post embolization new vii n palsies occured in 3/18 jtp patients that regressed to a house brackmann score of grade I (2 patients) or ii at follow-up. (4) post-embolization new x cn palsy occurred in 3/29 patients (2 dysphonia, 1 dysphonia-dysphagia) and worsening of a pre-existing deficit in 2 patients (1 dysphonia and 1 dysphagia); dysphonia remained stable in two cases, whereas all of the other patients had partial regression at follow-up. (5) post-embolization new xii cn deficit; one regressed and one remained stable. The goal of this study was to report the morbidity and long term results in the treatment of paragangliomas by transarterial embolization with ethylene vinyl alcohol (onyx), either as preoperative or palliative treatment. The authors treated 18 juguloty mpanic, 7 vagal, and 4 carotid body paragangliomas (cbps) with onyx embolization between september 2005 and 2012.citation: michelozzi c, januel ac, cuvinciuc v, et al. Arterial embolization with onyx of head and neck paragangliomas. J neurointerv surg. 2015 may 2. Pii: neurintsurg-2014-011582. Doi: 10.1136/neurintsurg-2014-011582.

Manufacturer narrative:
Article website: http://jnis.bmj.com/content/early/2015/05/02/neurintsurg-2014-011582.long. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Off-label use in the us: onyx indication: presurgical embolization of brain arteriovenous malformations (bavms). Same article as reported in 2029214-2015-00680.